Event description:
It was reported that the patient presented to the emergency room due to skipped beats. It was further reported that the implantable pulse generator (ipg) was not capturing. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 3058 urinary stim ipg was implanted on (B)(6) 2020, 3889-28 urinary stim lead was implanted on (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.